Event description:
Information was received from a patient (pt) regarding an external device. The patient reported they are having a really hard time finding their implanted neurostimulator(ins) with their recharger antenna to recharge their ins since 2.5 weeks ago. The patient moved the recharger antenna around a whole bunch, and eventually located their ins. The patient only got a maximum of 5 coupling bars. Additional information was received from the patient. The patient called back stating that their stimulator was not keeping a charge and it was harder to find the implant; the patient noted they were sent out a new piece of equipment and that did not resolve the issue for they were still not able to find their implant quickly. The patient's healthcare professional (hcp) noted the problem could be the stimulator. The patient called wanting to see if someone will be at their hcp's office; an email was sent to the local field representative advising them to contact the patient.

Manufacturer narrative:
Continuation of d10: product ID 37791 lot# serial# unknown product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that starting 2.5 weeks ago, pt noticed therapy was not helping to relieve pain and therapy would start and stop by itself without the pt prompting therapy to turn off/on. Pt said they turned their therapy settings up "real high," to 450 on program a and 400 on program b, but still do not get therapeutic relief. Pt also mentioned the ins charge would last about 3 days(shorter than normal) when charged fully to 100% since 2.5 weeks ago. Pt also mentioned they recently went in for an MRI, but the MRI facility had to transfer then to a different facility to get an MRI because the MRI machine was not the right type of machine and would have "pulled the device right out of the pt's body." Pt said when their therapy turned off by itself and the pt's pain returned because therapy turned off by itself the pt "wanted to kill someone."  The patient was redirected to their healthcare provider to further address the issue.